Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that: dr. Was hitting broach handle with mallet and back end of handle broke off."